Manufacturer narrative:
Model number/catalog number 72400098, serial number null, batch/lot number 340271003, model/catalog description control pump fgs. Model number/catalog number 72400024, serial number null, batch/lot number 339050012, model/catalog description balloon fgs 61-70 cm. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required.

Event description:
It was reported that the patient went to the hospital for a knee surgery and a catheter failed to pass. A cystoscopy was performed and calcification was noticed. The patient was referred and the physician identified the patient had artificial urinary sphincter (aus) cuff erosion for at least one year, causing the calcification. A surgical procedure was performed in which the existing device with a 4cm cuff was removed and a new aus with a 5 cm cuff was implanted. Atrophy was identified during procedure and there were no device malfunctions. The physician did not suspect the previous cuff was of an incorrect size or location. The patient was expected to fully recover.